Manufacturer narrative:
As of 10/11/2018 aso performed testing on retained samples and reviewed records of biocompatibility studies. Please refer to section of this report for further details.

Event description:
The initial report on (B)(6) 2018 consumer informed that she had blisters from using the product. The completed customer information request (cir) was received on (B)(6) 2018. Consumer stated that she had burning and itching in addition to large blisters caused on the area where the pad was touching. She applied steroid on the rash area. Consumer stated that she called her doctor that suggested to not cover the wound. In addition, consumer stated that symptoms did not correct after she stopped using the product.